Event description:
I had a varicocele in (B)(6) of 2015. After doing some research, I thought a varicocele embolization seemed like the smartest method to remedy the varicocele. I was implanted with two boston scientific interlock 2d coils and one cook medical tornado coil by an interventional radiologist via a catheter through my jugular vein. I immediately had a side stitch like cramp and called my interventional radiologist who installed the coils only to be told that pain was not related over the phone. A couple of months went by and in (B)(6) I started having severe chest pains, anxiety, breathing issues, chronic inflammation and many other unexplained symptoms I went to the ER twice, and had several drs visits with my family drs and various specialists. I had a couple of dvt's. In (B)(6) of 2016 when I was starting to give up hope, I discovered a website called (B)(6) where people who also had varicocele embolizations had similar symptom to what I was going through. I thought I might be experiencing a type of foreign body reaction or metal allergy. I overnighted my blood to (B)(6) to a company called (B)(6) and found my blood had a strong reaction to tungsten a metal that made up 8% of my coils. It took a while but I finally found a surgeon willing to laparoscopically remove the coils. In (B)(6) of 2017 I had my coils removed. It has taken a year but I finally feel like I have returned better quality of health much like I had before my coils were in and had my varicocele.